Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. However, the thv was returned partially expanded in the solution jar. Due to the condition of the device (partially expanded, instead of crimped on the delivery system), no conclusions regarding the complaint event could be drawn. Partially expanding the thv makes it difficult to determine what type of damage was present on the crimped thv frame from delivery system tracking/retrieval. Imaging of the patient vascular anatomy was provided and reviewed. As noted, the thv was unable to be advanced between aortic bifurcation and abdominal aorta. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The delivery system, per procedure are inspected for damage throughout the manufacturing process. During final inspection, per procedure the entire devices are visually inspected distal to proximal for any damage. All tested sample units from the lot passed pv testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint event. A device history record (DHR) review was performed and did not reveal no manufacturing non-conformances that would have contributed to the event. A review of complaint history data for (B)(6) 2019 revealed that the complaint occurrence rate did not exceed the control limit for the trend category. The commander IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual instructs for thv can be retrieved through sheath only before thv deployment (still crimped). Factors include: ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely un-flexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the tip, ensure the edwards logo on the sheath handle is facing upward, and withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. In addition, do not re-use the sheath, thv or delivery system once thv is retrieved and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip, stop advance the thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again. The complaints were unable to be confirmed due to the delivery system and/or relevant procedural imagery provided for evaluation. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Per report, the thv was unable to be advanced into the abdominal aorta due to severe calcification. Post device removal, the valve was deformed. The presence of calcification in abdominal aorta may have prevented the delivery system from further advancement. It is possible that interaction of the thv with calcification in the aorta damaged the thv frame struts, leading to an altered device profile that was unable to be retrieved into the sheath tip. In this case, based on given information, patient factors (vascular calcification) may have contributed to the tracking difficulty and procedural factors (retrieval of a thv with damaged frame struts) may have contributed to the withdrawal difficulty. However, a conclusive root cause is unable to be determined at this time. No labeling/IFU inadequacies were identified. Since the complaint occurrence rate did not exceed the november 2019 control limit for the applicable trend category, a product risk assessment nor corrective action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a femoral insertion of a commander delivery system with the valve through an esheath, the delivery system became stuck after leaving the sheath within the transition to the abdominal aorta. An attempt was made to remove the delivery system and at the distal end of the esheath the delivery system could not be removed. Vascular intervention was performed to remove the delivery system/valve and esheath from the patient¿s vessel. After removing the device, and upon visual inspection a deformation of the valve was observed. The case was aborted due to very calcified vessels. The patient did not receive a tavr. Of note, the patient was doing fine after vascular intervention and was discharged. The patient¿s minimum luminal diameter (mld) measured 8.8mm with moderately calcified vessel and mild tortuosity.